Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was not reported. It was reported the patient was hospitalized for the peritonitis. Treatment was not reported. It was reported that the patient passed away. The cause of death was reported as due to peritonitis. It was not reported if an autopsy was performed. It was not reported if the patient was recovered from peritonitis or if pd therapy was ongoing prior to or at the time of death. The reporter declined to provide additional information.